Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding the notation of a leak in the homechoice set during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the hp noted solution leaking from the homechoice set during therapy. The initial report indicated the leak to be in the patient line of the homechoice set, or at the drain extension/drain line (of the homechoice set) interface, the hp was unable to clarify during the follow up interaction the exact origin of the leak. This was the initial use of the homechoice set, and nothing unusual was noted with overpouch or carton in which the homechoice set was shipped. Baxter's tsc assisted the hp in ending therapy early. Therapy was discontinued at that point. No patient injury was associated with this incident, however, the hp was adminstererd prophylactic antibiotics as a result of this incident.